Manufacturer narrative:
Findings: unit received with detached end cap. Unable to perform displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, c racked battery tube threads and missing end cap sticker. Moisture damage on all electronic assemblies noted. Corrosion on motor assembly noted.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 440mg/dl. The customer was treated for high blood glucose with pump. The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 440 mg/dl. Customer's mother stated the bottom portion of the pump is coming off. Customer's mother stated the pump was dropped a couple of times. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.